Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the inner sheath porcelain tip was broken during inspection for use. There were no reports of patient involvement.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The following fields were corrected: d2a inner sheath, d4 lot coded- 22y05 serial number- (B)(6). Additional information: the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.